Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-2325bcc biocomposite labral swivelock anchor could not be inserted after drilling and tapping the middle cuneiform bone. The bone socket was prepared using a 2.9 mm hollow drill (no detailed information available) and an ar-1678-03 swivelock bone tap, 3.5 mm (no batch information provided). After the initial insertion attempt failed, a new bone hole was drilled, and a replacement ar-2325bcc biocomposite labral swivelock anchor was successfully used to complete the procedure. The bone quality was assessed as good. There was no significant delay, no additional anesthesia was administered, and no breakage occurred within the patient during use. This issue was discovered during a lisfranc joint injury repair performed on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.